Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that adjustments were made to their cardiac resynchronization therapy defibrillator (crt-d) due to what felt like hiccups after the implant procedure. The patient reported being unable to sleep at night due to "that sensation." The crt-d remains in use. No further patient complications have been reported as a result of this event.